Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The pads used during the event were discarded by the customer and were not available for investigation. A review of the device log indicates the customer performed seven shocks of 200j to the patient. All shocks were within specification. The log review also showed instances of poor coupling to the patient consistent with the customer's report indicating the patient was diaphoretic and chest had not been shaved. Poor coupling can lead to air pockets forming between the electrodes and the patient skin which can lead to arcing, skin reddening, or burns. The r series operator's guide states to remove all clothing covering the patient's chest. Dry chest if necessary. If the patient has excessive chest hair, clip or shave it to ensure proper adhesion of the electrodes. The device passed all testing successfully, was recertified for clinical use, and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), an arc was seen from the pads and the device displayed a "poor pad contact" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.